Event description:
It was reported that the dental implant located in position number 44 failed because the patient complained of pain. The doctor reported swelling/edema. The doctor confirmed on the per that the procedure was completed using another implant.

Manufacturer narrative:
Zimvie complaint number (B)(4). Weight unknown / not provided.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4) h10: additional narrative: zimvie received one (1) nt585, (osseotite® tapered implant 5 x 8.5mm) for evaluation. Visual evaluation of the as returned device identified the implant with signs of use. Damage to external threads was observed, likely from the removal process. No apparent malfunction was identified with the implant that would contribute to the reported event. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. DHR review was completed for the subject lot number 2021100265. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2021100265 for similar events and no other complaint was identified. Review completed utilizing keywords: pain. Based on the investigation and risk management file review, the most likely root causes determined from the investigation are customer error (improper techniques used) and patient factors. Therefore, based on the available information, a device malfunction did not occur. The reported event was non-verifiable with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.